Manufacturer narrative:
An event regarding revision due to femoral loosening involving an unknown duracon stem was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: the root cause of failure is use of bone cement to fill the larger bone defects with bone cement that due to its biomechanical and biological properties can cause micro-motion at the implant-cement-bone interface. Micro-motion causes bone resorption (osteolysis) which in due time causes the mrh femoral component to become effectively loose and thus loose its bone support. This transfers all the patient loads to the stem section of the device where the weakest link, the thread connection between implant boss and stem thread section becomes subject to overload. Chronic overload causes fatigue accumulation with a fatigue fracture near the weakest link that is the tread section of the device after enough loading cycles. -device history review: not performed as not information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the medical review concluded that: the root cause of failure is thus use of bone cement to fill the larger bone defects with bone cement that due to its biomechanical and biological properties can cause micro- motion at the implant-cement-bone interface. Micro-motion causes bone resorption (osteolysis) which in due time causes the mrh femoral component to become effectively loose and thus loose its bone support. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The patient underwent a revision surgery due to loosening of the femoral component, secondary to multiple revisions and lastly, implantation of an mrh titanium stem constrained prosthesis. The stem, bumper and insert components were stryker devices and were revised. Based on the medical review the stem was revised due to fracture.